Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye. A suture was required to close the wound. It was unknown what caused the trailing haptic to tear. The injector that was used was a msi-tm and the cartridge that was used was a aq cartridge fp. The facility was unable to provide the lot numbers.